Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check and testing. Upon inducing ventricular tachycardia, the implantable cardioverter defibrillator was unable to convert the patient to normal sinus rhythm with one shock. Also, the device exhibited intermittent ventricular undersensing. It was noted that in (B)(6) 2017 it took three shocks to convert the patient out of a true ventricular tachycardia. The patient was successfully rescued externally. No intervention was performed. The patient had no symptoms and was stable throughout.

Event description:
New information received stated that the device was explanted and replaced on (B)(6) 2018. Patient was fine before, during, and after the procedure.

Manufacturer narrative:
The reported field event of undersensing and inadequate high voltage shock was confirmed in the laboratory due to review of a stored egm. The device was tested on the bench and using automated testing equipment, and no anomalies were found.